Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed the lock screen but the touchscreen did not respond to user input, and standard cleaning and charging checks did not restore function; a replacement device was arranged and the original was returned. Symptoms included no clinical effects or changes in blood glucose reported. Outcomes included no injury, no medical intervention, and continued therapy via backup as advised. Investigation included customer troubleshooting, shipment of a replacement device, and return of the original unit for evaluation. Investigation of this device revealed after placing the device on a charger, it powered on. Once on, the device was navigated through all menu pages and commands multiple times. It was then powered down, restarted, and the menu command steps were repeated twice more, operating as intended.